Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had medical or non-surgical therapy. It was noted they were given cipro antibiotic for 10 days. It was stated the patient had frequency, burning, and pain. It was stated the patient resolved without sequelae on 2013-(B)(6).

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v779499, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
On (B)(6) 2013, (B)(4): it was reported that the patient experienced urinary retention. It was stated that this was a worsening or exacerbation of a pre-existing condition. It was stated that a cystoscopy was performed. The patient was treated with percocet, demerol, and phenergan on (B)(6) 2013. The patient had a residual bladder volume of 300cc post void.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from a healthcare provider for a clinical study reported the event resolved without sequelae on (B)(6) 2013.

Event description:
Additional information changed the outcome from resolved without sequelae to an ongoing event.

Event description:
Additional information reported the etiology was a new illness, injury instead of pre-existing condition worsening or exacerbation.